Manufacturer narrative:
Patient weight - (B)(6). (B)(4). A visual assessment was performed. The catheter demonstrated signs of use. The catheter was kinked in several locations. As received, the wcs did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the small knob was turned in the counterclockwise direction and the large knob in the clockwise direction. A functional assessment for passability was performed, and no issues were found. The reported complaint of difficult to advance accessories was not confirmed. A functional assessment for visualization was performed. The reported complaint of loss of visualization was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint investigation conclusion code selected for the wcs protrusion issue is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with stone electrohydraulic lithotripsy (ehl) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the physician was having trouble getting the scope down the ehl probe and the screen and fiber stopped working. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This has been deemed a reportable event based on the investigation results; working channel sleeve protruded.